Event description:
Additional information was received indicating the noise noted on the right ventricular (rv) lead resulted in oversensing. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that noise was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and rv lead damage was observed. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.